Event description:
It was reported that a malfunction alarm occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was guided to reset the pump successfully, as the malfunction did not recur, and was advised to monitor the pump and contact support if the issue reappeared.